Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the malfunction was duplicated and attributed to an unseated connector panel. The panel was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.